Event description:
It was reported to philips that the system did not turn on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) examined the system on-site and found device could not be turned on. After reviewing log, it is found there is an abnormal power activity. Burn marks found on power board; reconnection led to sparks due to defective power supply. Fse checked power sources, cables, foot switch - no defects. Issue linked to defective ny 13. To resolve the problem the fse replaced a 20 a fuse on ny 13 and a 10 a fuse on the fan tray power board, pdu (penta switch module) fan tray and dcps and fuse in ny 1 and installed a new one and return the parts for analysis and the primary issue was identified as an electromechanical connector failure due to water damage. After the fse replaced the pdu fan tray and dcps, pdu penta switch module and the blown fuses, the system operated as expected before being transferred to the customer. The codes were updated based on the investigation outcome.